Manufacturer narrative:
Date sent: 11/10/2009device was not returned for evaluation. Device remains implanted.

Event description:
It was reported that the patient had food intolerance. In 2008, the patient presented to emergency with a total food blocking occurred 48 hours before. A gastro-duodenoscopy was immediate realized. A large food bezoar occupying the 1/3 of the esophagus was detected. A piece of meat (5cm) was extracted. Furthermore, erythematous oesophagitis underlying a hiatal hernia with whitish deposits suggestive of esophageal mycosis is identified. A biopsy was performed. The biopsy confirmed the esophageal mycosis. The fungus could develop during the blocking or after the gastric band intervention which would have contributed to the food blocking. The band remains implanted. The patient is in good health.